Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to noise with oversensing. It was noted that the patient was hospitalized and intravenous antibiotics were administered. No additional adverse patient effects were reported. This rv lead will be returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. The proximal segment of this lead was returned severed 147mm from the terminal end. The returned lead segment was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the electrode body found no anomalies. Laboratory analysis did not identify any lead characteristics on the available lead segment that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to noise with oversensing. It was noted that the patient was hospitalized and intravenous antibiotics were administered. No additional adverse patient effects were reported. This rv lead will be returned for analysis. Additional information received reported that this right ventricular (rv) defibrillation lead was received for analysis.